Event description:
The customer observed falsely elevated alinity I free t4 results for one patient. The following results were provided (reference range 9.01 to 19.05 pmol/l): sid (B)(6). On (B)(6) 2025 initial run: 19.6 miu/l. On (B)(6) 2025 1st repeat run: 13.7 miu/l. On (B)(6) 2025 2nd repeat run: 12.8 miu/l. On (B)(6) 2025 3rd repeat run: 14.0 miu/l. On (B)(6) 2025 4th repeat run: 14.4 miu/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient details are available.

Manufacturer narrative:
The complaint investigation for a falsely elevated alinity I free t4 results included a search for similar complaints, the review of complaint text, trending data, labeling, device history records, and testing of retained reagent kit. Review of tracking and trending data for the alinity I free t4 assay did identify an increase in complaints. Additionally, an increase in complaint activity was identified for reagent lot 65500ud00. However, testing was performed utilizing retained kits of lot 65500ud00. All testing passed indicating the reagent lot is performing as expected. The device history record review did not identify any nonconformances, potential nonconformances or deviations associated with lot 65500ud00 and the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I free t4 reagent lot 65500ud00 was identified.

Event description:
The customer observed falsely elevated alinity I free t4 results for one patient. The following results were provided (reference range 9.01 to 19.05 pmol/l): sid (B)(6). (B)(6) 2025 initial run: 19.6 miu/l. (B)(6) 2025 1st repeat run: 13.7 miu/l. (B)(6) 2025 2nd repeat run: 12.8 miu/l. (B)(6) 2025 3rd repeat run: 14.0 miu/l. (B)(6) 2025 4th repeat run: 14.4 miu/l. No impact to patient management was reported.